Event description:
It was reported that this right ventricular (rv) lead was exhibited red alert high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) made suggestions for further troubleshooting. Information received from the field indicated that continued monitoring was planned. This rv remains in services. No adverse patient effects were reported.